Event description:
It was reported that some time ago there was a sudden rise in right ventricular (rv) lead (pace/sense) impedance from approximately 500ohms to over 2200ohms. It was also reported there may have been a rise in pacing thresholds and that the patient had been moving heavy boxes at the time of the lead issue, against medical advice. It was also reported that there was high impedance and a possible fracture. The rv lead was partially removed and a new lead was implanted on the right side due to a possibly occluded left side.

Manufacturer narrative:
Product event summary:a proximal portion of the lead was received measuring 7 cm. A medial portion was received measuring 11.5 cm. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Additionally, the impedance trend on the rv (right ventricular) pacing lead was rising. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that some time ago there was a sudden rise in right ventricular (rv) lead (pace/sense) impedance from approximately 500ohms to over 2200ohms. It was also reported there may have been a rise in pacing thresholds and that the patient had been moving heavy boxes at the time of the lead issue, against medical advice. It was also reported that there was high impedance and a possible fracture. The rv lead was partially removed and a new lead was implanted on the right side due to a possibly occluded left side.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).